Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this attempted right ventricular (rv) lead with placement difficulty displayed high out-of-range pacing lead impedances greater than 2000 ohms. Another competitor lead was implanted with no issues. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this attempted right ventricular (rv) lead with placement difficulty displayed high out-of-range pacing lead impedances greater than 2000 ohms. Another competitor lead was implanted with no issues. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.